Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that a large tracker adjustment was made in the morning and then noticed tracker movement throughout the day. Additional information requested.

Manufacturer narrative:
Additional information provided. (B)(4).

Event description:
Additional information received states the issue occurred prior to surgery. All procedures were completed with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During the technical onsite visit, the field service engineer (fse) found x axis screw for the main deflector was not seating properly. The fse adjusted the x axis screw for the main deflector and completed system verification. The system is operating within specifications. The root cause is the need for adjustment of the x axis screw of the main deflector. The manufacturer internal reference number is: (B)(4).